Event description:
It was reported that during an angioplasty procedure for stenotic lesion, the pta balloon allegedly had a rupture at the bottom. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. Fraying and bunching were noted to the proximal end of the balloon. An in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon. The balloon fibers were stripped and under microscopic examination, a compound rupture was noted to the balloon. No other functional testing performed. Also, one video was reviewed. The video shows the conquest balloon held by a health professional. Liquid is seen streaming from the proximal end of the balloon. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon under microscopic examination. The investigation is also confirmed for the identified fraying of fibers as fraying was observed to the distal end of the balloon. A definitive root cause for the reported balloon rupture and identified fraying of fibers could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiry date: 03/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during an angioplasty procedure for stenotic lesion, the balloon allegedly had rupture at the bottom. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure for stenotic lesion, the pta balloon allegedly had a rupture at the bottom. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. Fraying and bunching were noted to the proximal end of the balloon. An in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon. The balloon fibers were stripped and under microscopic examination, a compound rupture was noted to the balloon. No other functional testing performed. Also, one video was reviewed. The video shows the conquest balloon held by a health professional. Liquid is seen streaming from the proximal end of the balloon. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon under microscopic examination. The investigation is also confirmed for the identified fraying of fibers as fraying was observed to the distal end of the balloon. A definitive root cause for the reported balloon rupture and identified fraying of fibers could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 03/2026), g3, h2, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure for stenotic lesion, the balloon allegedly had rupture at the bottom. The procedure was completed using another device. There was no reported patient injury.